Event description:
After an alleged beating by spouse, pt entered the hosp for removal of the tip of the catheter. Dr removed round portion and part of catheter in surgery 12/20/94. Unknown if product failure.